Event description:
I have been using (B)(4) true2go glucose meters for about 6 months. I own 3 of these meters, manufactured by home diagnostics in (B)(4). My blood glucose has been extremely difficult to manage. I am an insulin dependent diabetic. Tonight I got a reading of 317, though I had hypoglycemic symptoms. I retested on the same meter and got a reading of 178. I then tested twice on another true2go meter and got readings of 89, then 134. On a lifescan meter, 15 minutes after a snack, my bg was 108. Had I trusted the reading on the true2go meter, I would have used insulin and most likely become seriously hypoglycemic. The batch numbers on these meters are (B)(4) and (B)(4). My erratic blood sugars have caused serious life-threatening problems such as severe hypoglycemia over the past few months. My cognitive functioning is impaired. I would be happy to send you these meters. Dates of use: (B)(6) 2010 - (B)(6) 2011 and (B)(6) 2010 - (B)(6) 2011.